Event description:
It was reported that when the ins was opened the peal pack had a hole in it caused by the screw driver tip. The hcp used a different ins to reduce any risk to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator found the packaging was damaged. The inner packaging was punctured by the tip of the torque wrench. The outer sterile packaging was opened but did not have visible damage.